Event description:
It was reported that this left ventricular (lv) lead seemed to have issues at the distal electrode. The patient also has an rv epicardial because of a previous tricuspid valve repair. Because of both of these being unipolar, and the issues at the tip electrode, there was potentially oversensing of myopotentlals, the patient would intermittently not pace. The device was changed out and a better lv vector of e2-e3 was found to pace and sense. No adverse patient effects were reporno adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).